Manufacturer narrative:
(B)(4). Reference manufacturer report # 2647580-2016-00117 for a second device used in the same case.

Event description:
According to the reporter: additional information received from the account stated that the procedure was a left total mastectomy and axillary node clearance. It is unknown if there was a clip in the jaw when the device cut the vessel due to the limited sight because of the blood loss. The clips seemed too small for the vessel, so the surgeon switched to a larger size, which also did not work. A 2/0 polysorb suture was used to tie off the ends of the vessel. There was no permanent tissue damage.

Manufacturer narrative:
(B)(4). Reference manufacturer report # 2647580-2016-00117 for a second device used in the same case. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the device was used for two to three times and appeared to work as normal. Then the device cut through the arteries instead of clipping them. Difficult to determine if it dispensed clips after this. Intraoperative bleeding and damage to the arteries. Unable to distinguish arteries, vision obscured due to blood loss.